Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle detaches from the thread. The reporter indicated that during an abdominoplasty, surgical procedure the thread detaches from the needle during the intervention and another suture is required. The surgical time was increased but no clinical consequences.